Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation after exposure to a gel leak in electrode belt. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved. Reporting out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.